Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms number (B)(4). A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Visual and functional testing were performed. A visual inspection found the tamper seals intact. The pump was found in good physical condition. A review of the event history log found evidence of primary audible alarm background test in the history. Functional testing using the occlusion test was performed and during testing, the reportable event was not duplicated. The root cause of the problem was unable to be determined. To resolve the problem, the interconnect board and speaker were replaced as a preventive measure. A corrective and preventive action was initiated to address this issue.

Event description:
It was reported that the pump displayed a primary audible alarm post. No additional information available. No patient injury was reported.